Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the mean gradient was 47.5 milli meters of mercury (mmhg). The valve was implanted at a depth of 7 millimeter (mm) on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) per aortography. The discharge gradient following the implant of the valve was 6.8 mmhg. Approximately five ye ars following the implant of this transcatheter bioprosthetic valve, the patient had worsening shortness of breath. Severe structural deterioration was noted. The mean gradient had increased to 52/36 mmhg and the aortic valve area was 0.8 cm2. Of note, the one year follow up showed a mean gradient of 19/11 mmhg and an aortic valve area of 1.8 cm2. No adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Age of patient at time of event (a2) was estimated based upon age from baseline. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the transcatheter aortic valve (tav) was implanted in the native aortic valve. The native valve was a moderately calcified tricuspid valve. Severe structural deterioration was aortic stenosis (as). In the physician¿s opinion the shortness of breath was clinical sequelae. Transthoracic echocardiogram (tte) showed no evidence of thrombus or leaflet thickening. No treatment was provided for the as. A tav-in-tav was being considered and a computed tomography (CT) was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - annex b, annex c and annex d image review: pre-implant CT images were provided. The annulus perimeter and perimeter derived diameter was 75.8 millimeter (mm)/24.1 mm and suggested a 29 mm evolut valve. Left ventricular outflow tract (lvot) perimeter and perimeter derived diameter was 71.8 mm/22.9 mm, with an annular angulation of 41°. The patient had calcified aortic valve leaflets consistent with aortic stenosis. Protruding calcium was seen in ao annulus under left coronary cusp (lcc) extending into the lvot, that measured approximately 4 mm wide and 16.5 mm long. Intra procedural fluoroscopic images were provided for review of the event. Images revealed that during valve implantation, at least two recaptures were performed. Valve depth was assessed just prior to the point of no recapture and depth was approximately 6-7mm. However, the valve appeared to have moved ventricular after release and depth was greater than 10-12mm. There was no evidence that additional intervention was performed at the time of the valve implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.